Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions exposing the distal coil at 17.7 cm to 17.8 cm and at 33.0 cm to 34.0 cm from the distal tip. The abrasions were consistent with that of exposure to friction with another implantable device. (B)(4). (B)(6).